Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their molar has chipped and they have to have it repaired and will require a crown. Their lower front teeth have not aligned as well.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.